Manufacturer narrative:
One video of item #ch-14 was shared by customer where is observed a leakage from the junction between clave and spike, no additional damage or abnormally was observed. Complaints of leaks can be confirmed based in the video shared by customer. However, the probable cause of the leaks cannot be determined. The device history review (DHR) couldn't be performed due to lot number for this complaint was unknown.

Event description:
The event involved a chemoclave® vented bag spike where it was reported the chemo drug leaked from the junction between the blue and white site. The event occurred during infusion. That there was a concomitant drug but no concomitant device involved. There was no bleed back noted. That it was used for chemo but it is not a bio-hazard. There was patient involvement but no adverse event/patient harm and no delay in critical therapy.